Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer thought that she was getting sick as she was vomiting, but when she checked her blood glucose levels, the reading was out of range. The customer did not attempt an infusion set change, and only treated with the insulin pump. The customer declined troubleshooting at the time of the call.